Event description:
Patient called for medical information and additionally reported adverse events. The patient has 2 cypher stents placed in the "mid-left" artery due to the artery having "80% blockage" in 2006. Four days later, the patient had a scheduled, outpatient trans urethral resection of the prostate (turp) procedure performed due to a pre-existing enlarged prostate. Plavix was discontinued for the turp procedure. Approximately a year later, the patient experienced bruising. No treatment was received for this event which is ongoing. Approximately a year later, the patient experienced "anxiety". The treatment included ativan as per physician and the event resolved. A year later, the patient developed acid reflux. Treatment included a "purple pill, prilosec generic". The event has resolved. One year later, the patient experienced "dizziness". The physician is not aware of this ongoing event and no treatment was reported. In 2009, the patient additionally experienced "pain, arthritis and spurs" in the "right knee cap". The patient reported that he had knee surgery and prior to the surgery a catheterization was conducted which showed an additional blockage in the area of the stents. The patient will have an additional stent placed in the near future after recovery from the knee surgery.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2009-00098. Additional information will be submitted within 30 days of receipt.